Event description:
During cerebral coil embolization procedure, the embolization coil would not deploy. It was then removed and another coil was used. Successful and complete coil embolization of the anterior communicating artery aneurysm was performed. There was no patient impact. Manufacturer response for embolization coil, target 360 nano detachable coil (per site reporter). The rep is arranging a shipper kit to return it to the vendor.